Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified distal left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was selected for use, but it could not cross the lesion due to calcification. However, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications. Patient was fine.